Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt felt heavily 3 or 4 weeks ago, so that she had to be sewed at the chin. Two or 3 days later her hearing sensation stopped. Exchanging the external parts did not improve. Testing shows that the device has malfunctioned.